Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure (rhf) and subsequent patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right heart failure (rhf). The death was not considered to be device related. The device operated as expected. It was noted that rhf existed pre-left ventricular assist device (lvad) implant and a device related issue did not contribute to rhf. The patient had exhibited volume overload.